Event description:
Caller reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.